Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance pull off suture needle. An empty opened foil, an empty labeled winding former, a detached needle and a dispensed suture of product code mpy501, lot # mj6606 returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and marks on the body and edge needle that appear to be by use of a surgical instrument cold be observed. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The suture was received dispensed and the end was observed damaged (cut), this condition causes the separation of the needle from the suture. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause of the performance pull off suture needle was an improper handling.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle came off the suture while suturing. The procedure was completed successfully. There were no adverse patient consequences. No additional information was provided.